Event description:
The customer contact reported a leak. The male adapter of a primary tubing set with a syringe attached was connected to the female adapter of the extension tubing set and was to be used to deliver and unspecified volume of liposyn. It was reported that after the tubing set was primed prior to patient use, the filter cap at the end of the extension tubing set was removed. At this time, an unspecified volume of solution leaked form the distal end of the extension tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.